Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for high voltage lead impedance measured less than the lower limit. Further review noted a single low, hv lead impedance measurement. Currently the hv lead impedances on all vectors are stable. Patient will be monitored for further occurrences.